Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the device is not available for analysis. This report is filed october 23, 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.